Event description:
The customer¿s rn reported that the distal tip of their 3.5mm modular hex driver broke off in the head of a competitor¿s screw while removing hardware in some type of knee procedure. The broken tip was removed from the patient with no delay to the procedure and no adverse patient consequences. The rn reported that the complaint device was being used in an unapproved fashion to assist with the removal of a competitor¿s hardware when the complaint device broke.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observations revealed the distal portion of the hex driver is broken off. The broken piece did not come with the device. The shaft is slightly bent, indicating that the device being dropped or hitting other metal instruments or excess force being exerted while use on the device. The distal edge was examined under magnification, and it was found that it has multiple nicks and marks creating rough edges. The driver appears worn and the laser markings have faded indicating it was possibly heavily used. The rough distal edges on the driver are consistent with it coming in contact with other sharp metal instruments probably during sterilization or storage. Moreover, it was reported that it was used with a competitor device, which is an off-label use. This failure could be attributed to misuse of the device. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The customer¿s rn reported that the distal tip of their 3.5mm modular hex driver broke off in the head of a competitor¿s screw while removing hardware in some type of knee procedure. The broken tip was removed from the patient with no delay to the procedure and no adverse patient consequences. The rn reported that the complaint device was being used in an unapproved fashion to assist with the removal of a competitor¿s hardware when the complaint device broke.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.